Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-08040, 08042. It was reported the pt's ipg (implantable pulse generator) site became hot when using the charger. A replacement charger was set to the pt to address the issue. It was also reported, since the implant date the pt had unintended stimulation and shocking in the ipg area when the stimulation was on. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.